Manufacturer narrative:
Investigation description. Complaint was confirmed. The device was returned with the screen bezel separated from the housing. As per user, the device was subjected to fluid ingress, causing the adhesive separation. Due to fluid ingress, the device will need to be scrapped.

Event description:
It was reported that an ilet pump was exposed to liquid and the screen became unresponsive and completely black, consistent with a display difficult to read involving the touchscreen component; the user was advised to dry the device, attempt charging, and revert to backup therapy while a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related display problem was identified in conjunction with a display readability issue involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.